Event description:
It was reported that the patient's left ventricular (lv) lead was fractured. The lv lead was explanted and replaced on an unknown date. The patient had no adverse consequences due to the event.